Event description:
Caller reported nano system blood glucose results first as 187 mg/dl, 177 mg/dl, and 68 mg/dl within 10 minutes, then as 90 mg/dl, 80 mg/dl, 67 mg/dl, 47 mg/dl, and 68 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.